Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that during a laparoscopic implantation of the straight-in mesh, an international guest physician perforated the bladder several times. The guest physician left the pt to be closed up by the local physician. The loca physician performed a cystoscopy and noticed the bladder perforations. The sutures couldn't be done laparoscopically, so the pt underwent an open abdominal surgery in order to suture the perforations. The mesh remains implanted. No add'l pt complications were reported in relation to this event.